Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming and wanting to suspend. Customer's blood glucose level was 133 mg/dl but the insulin pump kept alarming that he was low. The customer's blood glucose level was 133 mg/dl but his sensor glucose reading was 45 mg/dl. His sensor and blood glucose level difference was not within an acceptable range. His previous sensor had a bent cannula. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications also, the sensor was found to have a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.